Manufacturer narrative:
Qn# (B)(4). The customer returned one, opened arterial kit for analysis. No definite signs of use were observed. Visual and microscopic examination revealed no obvious kinking. However, adhesive residue was observed within the swg tubing. The observed adhesive likely contributed to the resistance experienced by the customer. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle." The returned and a lab inventory guide wire were threaded through the returned cannula, however , resistance was encountered. A device history record review was performed, and no relevant findings were identified. The report of a kinked guide wire was not confirmed through complaint investigation of the returned sample; however, the report of resistance between the guide wire and needle was confirmed. Visual analysis revealed adhesive residue within the swg tubing. Passing the returned and lab inventory guide wire through the cannula revealed resistance from inside the cannula. Based on the customer report and the sample received , manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that prior to use in the clinical setting, "the doctor found the swg/needle resistance-kinked". No patient involvement.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a, corrected data: n/a.

Event description:
It was reported that prior to use in the clinical setting, "the doctor found the swg/needle resistance-kinked". No patient involvement.

Event description:
It was reported that prior to use in the clinical setting, "the doctor found the swg/needle resistance-kinked". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.